Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the post-operation check, the patient noted extracardiac stimulation. Testing isolated sensation to right ventricular (rv) lead. Rv programming changes were made. It was further reported by the patient that the leads were thumping and that the two leads had moved over too close to the vein and that they were adjusted. The patient stated that they had to go back for an ultrasound. The leads remains in use. No further patient complications have been reported as a result of this event.